Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s father) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 7:00 pm. The patient obtained high blood glucose readings of ¿208, 219 and 183 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages his diabetes with insulin administered on a sliding scale. The reporter confirmed that the patient increased the dose of insulin (at an unspecified time) in response to the alleged high results (the amount was not reported). Immediately after the product issue, the patient developed symptoms of feeling ¿sweaty¿. The reporter stated that no treatment was administered to the patient. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erratic results obtained with the subject meter.